Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 23 july 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of cracked luer regarding part 4707f-7-7-25 was confirmed via picture. The root cause was determined to be internal stress in the molded component. A risk assessment was performed, and the ultimate risk was determined to be high which does require escalation to the CAPA review board. There have been 6 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was not sent to the customer. This is a trending issue, and CAPA-00591 has been opened.

Event description:
It was reported that cracks in several nasal cannula connectors have resulted in a failure to produce the end title co2 measurement on the anesthesia machine. There was no patient harm or injury reported, due to a decrease or lack of delivery of o2 &co2.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 23 july 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that cracks in several nasal cannula connectors have resulted in a failure to produce the end title co2 measurement on the anesthesia machine. There was no patient harm or injury reported, due to a decrease or lack of delivery of o2 &co2.